Event description:
The device was returned to the manufacturer and tested out of specification during the save to disk analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying resistance/impedance was noted as the weekly hv-lead impedance trend data shows a spike increase for max defibrillation from 63 to 1083 ohms peak between (B)(4) 2009 and (B)(4) 2009, then returns to a baseline of 61 ohms on (B)(4) 2009. Power on reset parameters were also noted as three parity error count in log and three parity error index occurred between (B)(4) 2009 15:35:17 and (B)(4) 2009 18:27:17. No por was found in s2d.